Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate for intractable spasticity and multiple sclerosis. The drug lot number of the baclofen was unable to be obtained. It was reported that the company representative was on a conference call and was notified by legal that the pump was explanted due to infection. It was indicated that no details were known; no date or specifics were given. It was clarified that they were not notified of explant by any physician or healthcare provider. The event occurred during normal use. The date of event was noted as having been requested but would not be made available. The pump and complete catheter were explanted. The issue was resolved at the time of the report. The device would not be replaced in the future. Diagnostics/troubleshooting performed, including results and dates of tests were unknown. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The date of explant was requested but would not be made available. The status of the patient at the time of the report was unknown. Regarding the pump and catheter and who has possession of this product, it was indicated as being other. It was noted that they had not notified the customer that the pump and catheter should be returned to the manufacturer. The company representative was not aware of the explant. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were requested but would not be made available. It was noted that the healthcare provider had no further information. No further patient complications have been reported as a result of this event.